Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 500 mg/dl which was treated with lantus and apidra. Customer reported that they received sensor signal not found. Customer declined troubleshooting. It was unknown whether customer was using auto mode feature at the time of reported high blood glucose event. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.